Event description:
Caller reported aviva system blood glucose results; all results mg/dl: 458 7:19pm, (B)(6) 272 7:20pm, (B)(6) 205 7:22pm 6-21. No adverse event was reported. A request was made for the return of the strips, replacement sent.